Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. The device's logs were not attached. According to user's manual for servo-I (rev. 06) the pre-use check includes tests and measurements of gas supply, pressure transducers and flow transducers. The pre-use check should be performed before connecting the ventilator to a patient. Based on technician statement, the air gas module was identified as faulty and its replacement is necessary. The air gas module regulates the inspiratory gas flow and gas mixture. The defective part has not been returned for further analysis, therefore the root cause for the reported problem could not be determined.